Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section and a foreign material inside it. Initially, it was reported that there was a rise in temperature during ablation. The temperature cut-off value was exceeded, and the system stopped the ablation. No adverse patient consequence was reported. The high temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 19-nov-2024, a separation between the pebax and electrode section was noted and there was foreign material inside it. This was assessed as MDR reportable with an awareness date of 19-nov-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. Following j&j procedures, it was visually inspected, subjected to an irrigation test, and tested for temperature and impedance. Visual analysis revealed a separation between the pebax and electrode section and a foreign material inside it. The device was connected to the generator, an ablation cycle was performed, and it was found to be working correctly. No temperature or impedance test issues were observed. During the irrigation test no issues were observed, the irrigation was fluent and under specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The temperature issue reported by the customer could be related to the reddish material found on the pebax, therefore, the temperature issue was confirmed. The potential cause of the pebax damage could be related to manufacturing process. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient's body. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action was created for further investigation of the force sensor sleeve insolation to prevent fluids from getting inside the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).